Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps the pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that the CT scans used were compressed using a compression, which is not supported per the excelsius gps preoperative CT specifications. Hence, there is no evidence for system malfunction here the observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The hospital just purchased two new CT machines and has a slight turnover of CT tech staff. The first scan loaded onto the robot with a yellow warning. I clicked through it not thinking twice because the scan populated on the image local page/allowed me to proceed to plan. When registering the x-rays to the scan (prep cut workflow), the error "fluoro-CT image registration failed" in yellow populated the screen. I tried resetting the software, restarting the robot, even changing the scan to another one titled "thins" (instead of the preset "globus 1mm by 1mm") and re-registering. Nothing worked, and the surgeon ended up bailing on the robot.